Event description:
It was reported that 5 24g x 0.75in (0.7 x 19 mm) angiocath plus experienced a catheter that was defective/damaged/deformed. The product defects were noted prior to use. The following information was provided by the initial reporter: flying catheter. Catheter adhesion is so weak, when catheter's cover often, catheter is easily come off.

Manufacturer narrative:
Investigation summary: six actual samples with open packaging were received by our quality team for evaluation. Upon visual inspection of the samples received, no abnormalities were identified; therefore, the failure could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8265325. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-09-22. Medical device lot #: 9081576. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-03-22.

Event description:
It was reported that 5 24g x 0.75in (0.7 x 19 mm) angiocath plus experienced a catheter that was defective/damaged/deformed. The product defects were noted prior to use. The following information was provided by the initial reporter: flying catheter. Catheter adhesion is so weak, when catheter's cover often, catheter is easily come off.